Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that during testing the e360 ventilator had a blank display. The ventilator was not on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service provider could not duplicate the reported issue,the ventilator was found to be in working condition. The reported complaint could not be confirmed without the product return. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.